Event description:
A report was received that the patient was unable to recharge the ipg. The patient will undergo a revision procedure where the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was unable to recharge the ipg. The patient will undergo a revision procedure where the ipg will be replaced.